Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy a balloon rupture occurred. The console had generated an alarm and upon inspection blood was seen inside the helium tubing. The iab was then removed without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation - administrator/ supervisor: cath lab manager. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane at approximately 1.3cm from the rear seal and measuring approximately 0.01cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #(B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy a balloon rupture occurred. The console had generated an alarm and upon inspection blood was seen inside the helium tubing. The iab was then removed without issue. A new iab was not inserted. There was no patient harm or adverse event reported.